Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that shortly after implant, it was found via electrogram (egm) that this right ventricular (rv) lead dislodged. Consequently, the patient underwent a surgical intervention to explant and replace the lead. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that shortly after implant, it was found via electrogram (egm) that this right ventricular (rv) lead dislodged. Consequently, the patient underwent a surgical intervention to explant and replace the lead. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body fluid in the lumen, likely entered through the terminal pin, but nor abnormalities were identified. Testing was completed to assess outer insulation integrity and measurements throughout this test were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.